Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the right atrial lead exhibited noise oversensing which resulted in inappropriate automatic mode switch. No intervention was performed, and the clinic will continue to monitor the patient. There were no patient consequences.